Event description:
(B)(4). My problems with essure began immediately after implantation (B)(6) 2010. I bled for 6 months and was told its normal course after coil insertion. Since then I've always had to wear a super thick tampon and overnight pad when 'im on my monthly cycle and don't dare go anywhere including work. Having essure has affected me, my children, my family and my income. I suffered from severe pmdd especially a few days before my cycle. Having never had chronic headaches migraines prior to essure, I now have weekly headaches that prevent me from working a full week. Having to take so much time off has affected my annual pay by as much as (B)(6) because of these headaches. My eyesight has rapidly deteriorated in 5yrs and have been extremely sensitive to light at times where I cannot open my eyes and need assistance walking. An eye dr suggested that an autoimmune disease such as lupus could be the culprit of my eyes reacting to internal inflammation. (Essures main design is to cause inflammation) my hair also has not grown past shoulder length despite frequent haircuts, treatments etc. Being a (B)(6) female, my hair had never been this brillo type texture prior to essure. I cannot get it to grow and it remains very over processed looking. I have not dyed or color treated my hair in almost 4yrs. My teeth have also grown more yellow in color despite me brushing as many as 3 times a day. They feel sensitive, weak, loose, tingly almost everyday. I can almost pinpoint exactly where the right side coil is because I have constant pressure there. Many times I'm stopped in whatever I am doing with sharp pelvic pains that make me want to pass out. These pains are never gradual and come suddenly. Its not uncommon to hunch over and hold on tightly to something when these pains come. I've had to wear up to 3 pantyliners per day due to daily uncomfortable discharge. Sex with my husband is very painful, but we manage and have become creative. My neck and back are usually sore and uncomfortable. My nights are spent tossing and turning and trying to ignore the pain in my body. Essure is a monster!